Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Event description:
It was reported that during a meniscus repair surgery, the suture length between t1 & t2 of the fast fix device seemed to be kinked and did not want to reduce until a bigger than normal pull was needed which dislodged t1 from the back of the capsule into the joint. Both t implants were removed from the patient using a grasper. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.